Event description:
Eight and half minutes into a transurethral microwave treatment procedure, physician saw rectal temperatures going up fast, then diverting. Checked rectal probe and noticed that it had slipped out of rectum. Physician repositioned rectal probe. Physician then noticed clotting on the tip of the penis. Physician wiped the meatus and the catheter moved. Physician hit "escape" and stopped the treatment. Physician then pulled on the catheter and it slipped out. Physician removed catheter and balloon was deflated. Physician stopped treatment before the catheter had a chance to migrate. Physician performed ultrasound at the beginning of treatment and catheter was properly positioned. Physician placed 2nd catheter but then decided to stop the treatment after having some calibration difficulties. The physician performed a flexible cystoscopy on the pt and irrigated pt's bladder. Physician checked urethra. It looked good with a little bleeding which is normal following passage of the catheter. This event is being reported because a similar event could result in a serious injury.